Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer with gestational diabetes, who is a nurse, reported lower values when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2021, a sensor scan of 115mg/dl was compared to a glucose test of 160 mg/dl obtained on a competitor¿s brand meter. As a result, the customer's husband, a non-hcp, followed their insulin protocol and provided an injection of insulin for treatment. There was no report of death or permanent injury associated with this event.